Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and placed on the mitral valve. While deploying the clip, it was noted the lock line (ll) was difficult to removed. After troubleshooting, the ll was able to be removed. The clip was deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult lock line removal appears to be related to procedural conditions (tension in the system). There is no indication of a product quality issue with respect to manufacture, design, or labeling.